Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump had come undone because it was flipping. The catheter had been revised because tension in the catheter caused it to malfunction. The patient would undergo revision of her spinal segment "in 1 week." It was further reported that the patient fell in 2017 (B)(6) which may have triggered the flip but the flip was first noted during a refill on 2017 (B)(6). There were no further complications reported at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving dilaudid (1 mg/ml, 0.3037 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a pump revision was performed for a pump pocket issue: the pump/loops had to bere-anchored "today" due to issues in the pump pocket with the pump coming "undone." While they were correcting that, they had to do a catheter revision on the proximal end of the catheter. The rep requested assistance with programming the new catheter information. There were no reported symptoms. No further complications were reported.